Event description:
The pt reported blood glucose results of "140 mg/dl, 156 mg/dl, 204 mg/dl, 146 mg/dl, 233 mg/dl, 376 mg/dl, 222 mg/dl and 147 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.